Event description:
The pt reportedly experienced a loss of sound with his internal device. Testing confirmed that all electrodes were shorted and had zero impedance values indicating that the pt's device was not functioning. Surgery to explant the pt's device will be scheduled.